Event description:
Customer called to report that the cartridge chemistry (cc) sample probe of the unicel dxc 600 synchron system was leaking a clear fluid into the drain receptacle, and that the instrument generated an erroneous vancomycin result. The result was not reported out of the laboratory. There was no death, injury or change to patient treatment attributed to or associated with this complaint. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer verified that the sample syringe and fluidics were secure, after which the customer technical specialist generated a service request for onsite examination of the instrument. The field service engineer (fse) inspected the instrument and identified a leaking shear valve. The fse removed and replaced the cx4 t-valve assembly to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).